Event description:
The customer reported via phone call that the infusion set kept falling off. Customer reported that she woke up on the morning of the call and noticed that the infusion set had fallen off again. Blood glucose level at the time of the incident was 600 mg/dl. The infusion set will not be replaced and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.